Manufacturer narrative:
An event of deformity of device was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. One photo from the field appeared to show an right disc occluder device bulbously deployed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 25mm amplatzer cribriform occluder was selected for implant. During procedure, after deployment inside the patient, both discs deformed and were "puffy." The device was removed from the patient and a new 25mm amplatzer cribriform occluder was successfully implanted. No patient consequences were reported.